Manufacturer narrative:
(B)(4). Retainer ring = black customer complained about crack on reservoir side. Unit perform visual inspection and pump received with cracked retainer, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Test reservoir, p cap lock properly inside the reservoir tube. Unit passed displacement test. Unit was confirmed for physical damage cracked retainer.

Event description:
Information received by medtronic indicated that insulin pump had crack on reservoir side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.